Manufacturer narrative:
Ment rep was at site and tested the system and connected everything and was unable to replicate the issue.

Event description:
Medtronic ent rep reported an emitter error, on the infusion navigation system, while surgeon was using system. No impact on pt outcome reported.